Event description:
It was reported that the patient had high blood glucose levels that were felt to be elevated due to the flu. On the way to the hospital, the patient's heart stopped resulting in the patient passing away. The patient was reported to also have addison's disease, osteoporosis, thyroid issue and high blood pressure. The patient's sister was not aware of any device malfunctions with the omnipod system at time of death. Blood glucose levels were not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and death. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone. Lockdown. Cloud - omnipod 5 software app version. 3.1.1. Cloud - smartphone operating system. N5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware. N5004l. Cloud - cgm sensor type. G6.